Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 583 mg/dl. The customer treated with the pump. The customer stated that she has gastroparesis and was getting ready to have surgery. The customer stated that the reservoir lock cracked and fell off. The customer reported damage to the battery compartment. The product was returned for analysis.